Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by baylor scott and white medical center in USA. The title of this report is ¿ischial tuberosity avulsion fracture nonunions in the adolescent population treated with a posterior column screw: a case series of two patients¿ which is associated with the stryker ¿asnis cannulated screw¿ system. The article can be found at https://journals.sagepub.com/doi/10.1177/2309499019839022. Within that publication which included 2 patients, post-operative complications were reported, which allegedly occurred from january 2015 to january 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses hamstring pain relieved with anti-inflammatory medications. The report states: ¿the patient returned to the clinic at the 15-month mark complaining of hamstring pain during deep squats that was relieved with anti-inflammatory medications.¿